Event description:
A technician reported that one week following an intraocular lens (iol) implant procedure in the right eye the pt reported blurry vision at all times, eye strain, dizziness and difficulty driving. At the pt's two month postoperative visit the surgeon reported the lens appears to have rotated off axis. Subsequently, the surgeon reported an unexpected outcome for the left eye following an intraocular lens (iol) implant procedure. The surgeon reported the target for the left eye was plano and the pt had a myopic outcome. In the surgeon's opinion the iol did not cause the event. Additional info has been requested. Additional info received from the technician who reported that the surgeon has no additional info to provide for the events reported related to this pt. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).